Event description:
It was reported that a spectrum iq infusion pump alarmed air in line and would not reset or allow restart unless powered down. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no air in line alarms occurred. The device was tested for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion and passed all testing. A review of the event history log revealed multiple occurrences of "air-in-line" messages. The reported condition was verified; however, no component issue was identified and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.